Manufacturer narrative:
A ge rep evaluated the system and replaced the tech processor pcb. System operates as intended. (B) (4).

Event description:
The customer reported the monitor was going blank during a procedure. No pt injury was reported.